Event description:
A caller reported a cartridge alarm 20. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in loading a new cartridge using proper techniques and was able to successfully resume insulin therapy, resolving the issue.